Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had endocarditis with evidence of vegetation on the valve and on the leads per echo. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.